Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nissen fundoplication procedure, while wrapping of the stomach, the surgeon experienced difficulty in loading. Unloading and toggling of the device. Suture fell out of the device and retrieved by a grasper. Opened two other devices and both experienced same issue. Opened a third device and it worked fine. No patient injury.